Event description:
It was reported that the realize band was explanted, and replaced with a competitor band and a had hiatal hernia repair. The band was removed as a result of band slippage. There was no adverse impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The band/balloon with 47cm of catheter and the injection port with locking connector and 9.5cm of catheter were returned for analysis. Noted that the tubing strain relief was not returned for evaluation. Upon visual inspection, it was noted that the buckle from the band was returned cut on one side, this cut was probably performed during the explantation of the band. Functional tests were performed a no functional issues were found. The event " band slippage" cannot be confirmed, device analysis cannot confirm events that are physiological in nature. While it is not possible to draw a definitive conclusion regarding root cause of the band slippage, it is noted that band slippage is a recognized adverse event associated with gastric banding and its causes our outlined in the product instructions fo use. A device history (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.